Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2804 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "cracked at the connection site. Had to deaccess and reaccess port." Additional info. Received (B)(6) 2022: was the product used on a patient? Yes was there any patient harm reported? No what they¿re being treated for: cancer diagnosis.